Event description:
It was reported the patient presented for a magnetic resonance imaging (MRI) scan. The lp was programmed to MRI mode. After the scan, the lp had reset to previously programmed parameters. No changes or interventions were performed. The patient was in stable condition.

Manufacturer narrative:
The reported event of the device exiting MRI mode with no user prompt could not be confirmed. Instead, the investigation identified objective evidence to support the lp remained in MRI mode for the entire period between the sessions to enable and disable MRI mode. Indirect evidence suggests that the MRI window was displayed at the time of reinterrogation of this lp while it was in MRI mode. There was no evidence of any programmer software malfunction.